Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a catheter sheath detachment occurred. The target lesion was located in the left external iliac artery. A 8x100x75 innova stent was selected for treatment. The stent implantation went very well. During withdrawal of the stent delivery system (sds) into the introducer sheath, a piece of the inner sheath of the delivery system dislocated. The physician was able to remove the broken end of the inner sheath with the entire sds from the patient. The procedure was completed with this device and there were no consequences for the patient.